Manufacturer narrative:
Troubleshooting of the device with the customer identified that the user was not applying enough force when seating the battery pack. The user was able to set up the unit and it currently is operational and in the field.

Event description:
A customer reported that their AED battery would not stay latched into the AED. They reported this did not occur during patient use.